Event description:
It was reported that stent damage and removal difficulty occurred. The patient presented with three-vessel disease (3vd). The severely stenosed target lesion was located in the distal segment and nearly occluded mid segment of the right coronary artery (rca). Following a 2.5x5 mm guideliner and run through floppy guidewire were placed, a 4.00 x 32 synergy drug-eluting stent was advanced for treatment. However, the device could not cross the lesion. The device was stuck and unable to be pulled back. It was then noticed that the stent was deformed at the mid segment. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: a 4.00 x 32mm synergy stent delivery system was returned for analysis. Examination of the crimped stent via scope identified stent damage with struts in mid stent region lifted and pulled proximally. A section of the undamaged crimped stent od (outer diameter) was measured and the results were within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion found no damage. Examination of the tip via scope found no damage to the tip.

Event description:
It was reported that stent damage and removal difficulty occurred. The patient presented with three-vessel disease (3vd). The severely stenosed target lesion was located in the distal segment and nearly occluded mid segment of the right coronary artery (rca). Following a 2.5x5mm guideliner and runthrough floppy guidewire were placed, a 4.00 x 32 synergy drug-eluting stent was advanced for treatment. However, the device could not cross the lesion. The device was stuck and unable to be pulled back. It was then noticed that the stent was deformed at the midsegment. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was stable.